Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, storage space failed and maintenance required. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-sep-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed storage space and require maintenance. A field service engineer (fse) found that the drawer failed to open upon release and required triple clicking without releasing. Attempts to loosen the drawer frame screws did not resolve the issue, and ball bearings found on the floor indicated a failed rail. A new legacy drawer was installed; however, the moab on drawer 6.1 was not detected while drawer 6.2 functioned properly. A replacement mother of all boards/motherboard (moab) was ordered. The drawer moab for 6.1 was confirmed failed and awaited delivery of the replacement half height legacy drawer. Once the new drawer was delivered, it was installed, configured, and tested in hardware test application. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.